Event description:
It was reported that the patient received an error code [574] on their patient programmer two to three weeks following a physician programming session. Telestrips showed that the patient programmer lost its settings. The programmer was reprogrammed and a second group added to prevent loss of data in the future. It was noted that the patient is "fine". If additional information becomes available, a follow-up report will be sent.